Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported patient underwent an initial hip arthroplasty on an unknown date. Subsequently, patient was revised the week of (B)(6) due to unknown reasons. Competitor products were implanted during the revision.